Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the second mitraclip of the procedure that resulted in an singe leaflet device attachment (slda). It was reported that a patient presented with grade 5 functional mitral regurgitation (mr) an enlarged annulus, poor flap occlusion, gap, and poor echocardiogram quality due to an enlarged left atrium. A mitraclip xtr (first clip) was place medially. There was residual mr on the lateral side. A mitraclip ntr (second clip) was placed on the lateral side to reduce the mr, but a singled leaflet device attachment (slda) occurred. The anterior mitral leaflet (aml) was detached. To reduce the mr and stabilize the slda, an xtr (third clip) was implanted, in-between the two clips. The slda was still not stable, requiring an ntr (fourth clip) to be placed lateral to the slda. The echocardiogram quality was poor due to the enlarged left atrium and movement of the posterior mitral leaflet (even after atp was administered). Due to the poor imaging and movement of the posterior mitral leaflet, it was difficult to grasp and capture. Satisfactory leaflet insertion was also difficult, which led to a rupture of the chordae tineae. The procedure was discontinued, and the mr was at grade 4+. The fourth clip was not implanted and caused a clinically significant delay. The patient was transferred to surgery and all implanted devices were removed. The patient underwent thoracic valve replacement and is in stable condition. After the procedure, the surgeon explained that the steerable guide catheter (sgc) was met with a relatively large amount of resistance in the process of rotating the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation/slda was unable to be determined. The reported image resolution poor was due to patient condition. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.